Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03508. It was reported that when an asymptomatic patient presented through routine remote follow-up via merlin.net, far field r-wave oversensing on the atrial lead was observed. Programming changes where performed, and the issue was resolved. Patient¿s condition was stable.